Event description:
The surgeon reported that the patient was not injured. The instrument broke inside the patient - it remained intact no lose parts came off the instrument .  Case was reux-n-y laparoscopic gastric bypass.  The sales rep was present at the beginning of the case, departed before the incident occurred, and came back into the room to observe after the broken retractor was removed. Additional information (B)(6) 2013: although something may have snapped internally (like a few wires), the instrument appears to be completely together with no segments detached or missing.  It was reported that surgeon did not have any trouble getting the instrument completely removed from the patient's belly. Additional information (B)(6) 2013: reported by facility, the surgeon did get hit in the groin area with the steel wire that popped out the backend. The customer stated that this should be an area of concern, that this steel wire has the force to hurt a staff member or patient.

Manufacturer narrative:
(B)(4): one (1) device was received for evaluation with the reported issue that the cable broke inside the patient. Additional information reported by the facility on (B)(6) 2012 revealed that the surgeon did get hit in the groin area with the steel wire that popped out the back end and stated this should be an area of concern, that the steel wire has the force to hurt a staff member or patient. Visual examination of the device received confirmed the reported issue that the cable is broken. The returned device was examined by the manufacturing engineer, sr. Quality engineer and the repairs department. Evaluation revealed that the cable snapped completely out of the knob and was frayed at the point of separation from the balance of the internal cable. All segments were accounted for and retained on the nitinol wire (wire that holds the segments). The knob was completely over torqued, the long tube extending from the handle was cut up with deep scratches and ding marks in the metal, and was also very badly bent. The condition of this instrument was an indication of repetitive overstress and very poor handling practices. The cable finally snapped from excessive over torquing and bending the instrument with force. The force that has been exerted on this instrument is why the end user got hit in the groin area when the instrument finally fell apart. Proper care and handling is essential for satisfactory performance of any surgical instrument. The break is consistent with mechanical overstress. The date code on the device is h11 which means it was manufactured august 2011. This instrument has an r1 on it which indicates it has been repaired by us once before. The overstress is due to over tightening the devices actuating knob causing stress, wear and tear over each use of the cable which has caused the premature failure of this device. The proper use of this retractor is to tighten actuating knob until intended shape is achieved, additional tightening will not improve device performance. The cuts, scrapes, and dings in the long metal tube along with the force that was exerted on the tube to cause the tube to become extremely bent is due to misuse and poor handling practices of the device. As the device is no longer covered under warranty, the customer's instrument can be repaired at cost based on customer service quote. Our records have been updated to aid in activities should another issue be reported for this product code.